Manufacturer narrative:
(B)(4). (B)(6). Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
A consumer reported that he stuck himself in the palm of his hand with an unspecified bd needle as he opened its bag because the needle had no cap on it. There was no report of medical intervention. Multiple attempts have been made to collect additional information from the consumer but as of the date of this report no additional information has been obtained.